Event description:
It was reported that during a da vinci-assisted endometriosis resection and ovarian cystectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that the scope flipping from 30 up to 30 down was not working. The csr stated that it was working earlier, but now it was not working and it was greyed out on the touchpad. The tse viewed the system logs and did not see any related errors in the logs. The tse recommended the customer to remove the scope from the arm, rotate the endoscope base until the correct orientation (30 up or 30 down) was displayed on the screen, press the clutch button on the arm that was holding the endoscope to cancel guided scope change, and then reinstall the endoscope onto the arm. The csr stated that he would see if the customer would want to try this. The tse recommended that if it did not work they could also try a new scope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following additional information: the customer reported that the instrument was not inspected prior to use. The customer was flipping from scope up to scope down during an endometriosis resection. The customer confirmed that the image was not inverted. The customer reported that the endoscope was moving freely aside from the scope up and down feature being blocked. The event did not involve reversed control on the system arms. The customer had tried installation of the scope in both orientations. The surgeon confirmed the desired orientation when the endoscope was installed. There was an indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base was still engaged, in-synch, and attached. There was no damage observed on the endoscope¿s adapter/base. No fragments fell into the patient. The procedure was completed with the same endoscope. There was no patient injury as a result of the issue. There was no significant delay in the procedure and it took maybe 2-3 minutes to manually switch the scope's orientation. The procedure was completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) spoke to the site and confirmed that they reseated the endoscope and chose to continue without the ability to switch 30 up or down. The fse noted that the log review showed no errors occurred during this case. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the endoscope involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.